Event description:
The complainant reported that in 2006, a therapeutic implant of the vaxcel microport was performed on a female patient. It was reported that all went fine with the device until 2008. At that time, the clinicians were unable to obtain a blood return and the device was difficult to flush. The patient also reported that at that time she felt coldness at the site located in her left upper inner arm. On the following month, the patient returned to the facility and the device was successfully removed. A replacement device was not implanted in the patient at that time. The complainant indicated that the patient's condition was "fine". The device was returned and on the next month, a preliminary inspection of the device was performed; at that time a hole was found in the device catheter. In addition, it has also been determined that the batch number of this device expired on february 28, 2007, more than a year after it was explanted from the patient.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical evaluation has not yet been performed. At this time we are unable to determine if the device met specification. The device history records review for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 1021621.